Event description:
The facility representative contacted baxter to report a colleague infusion pump with failure code 550:320:666:000. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with the malfunction of error 550-320-666-000 at start up was confirmed and reproduced during device evaluation. The speaker cannot be heard on start up. The assignable cause was faulty audio circuits of the speaker. Additional: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00.